Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: product family: superion implant: upn: (B)(4), model: 101-9810, serial: na, batch: 800306.

Event description:
It was reported that during an implant procedure the device was not able to deploy. An attempt was made to deploy at different depths, reposition the cannula and reamer; however, nothing resolved the issue. It was confirmed that the implant was properly connected to the inserter, but assessed that there was possibly thick bone, osteophytes, or other soft tissue or bone that could have caused resistance. The procedure was aborted and implant was not placed. Patient recovery was routine.